Manufacturer narrative:
This report was reported under incorrect registration number and incorrect product, please refer to 1218950-2025-000513 for further information regarding this complaint.

Event description:
It was reported the patient had a ventricular tachycardia episode that the device did not interpret correctly and no alarm was generated. There was no impact or harm to the patient as the nurse noted the episode.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.